Manufacturer narrative:
Manufacturer reference number: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported upstream occlusion alarms and determined the cause to be bad varistor on the processor printed circuit board, causing the upstream sensor readings to be reduced. The processor printed circuit board will be replaced.

Event description:
It was reported that a pump in the emergency room frequently alarmed for an upstream occlusion during an infusion of an unknown volume of an unknown medication at an unknown rate. It was also reported that there was no patient injury and the infusion was continued on another pump.